Event description:
At the start a ventricular tachycardia procedure, the dws could not be connected to the amplifier and an error message was noted stating: "unable to connect to the amplifier, check the optical fiber". The optical fiber was changed without resolving the issue and the case was cancelled.

Manufacturer narrative:
One ensite velocity¿ dws7 display workstation was received for investigation. Visual inspection revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event remains unknown as no hardware related issues were identified during the evaluation period.